Event description:
During a laparoscopic hernia repair procedure, the instrument broke inside the pt. The surgeon removed the components without pt injury and applied another device. Injury had occurred.